Manufacturer narrative:
Prior to the reported event, a service record (sr) was opened. The company service representative performed standard preventative maintenance (pm). The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported suction broke initially due to an air bubble peripherally that was dancing around in the left eye that the surgeon did not like. The surgeon used a speculum which is not normal for this surgeon to use on cases. Treatment was completed. The bed looked a little wet as well. Upon lifting the flap, it was noted to be stickier than what the doctor likes. There was a tiny side cut tag that the doctor scored and then lift the flap. The bed had a hint of two rings barely visible around the 4.5 millimeter area. Treatment was completed and flap was laid back down.